Event description:
A healthcare professional reported that, during the trabecular stent implantation procedure, the device was observed to be faulty and the stent did not release properly. Additional information was requested and received stating that no patient harm occurred and the procedure was completed with another stent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).